Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that irrigation difficulty occurred. A nav mifi oi catheter was selected for an atypical flutter procedure. During the procedure it was noted that the irrigation port of catheter was broken. The catheter was removed and the procedure was completed using another nav mifi oi. No patient complications were reported.

Manufacturer narrative:
The device has been evaluated by boston scientific. Visual analysis of the returned device found adhesive and irrigation tubing are torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. This can cause a reduced flow of saline reaching the irrigation ports.dried body fluid was found on the handle, shaft and distal end. Dried saline found on the distal end and inside several irrigation ports.

Event description:
It was reported that irrigation difficulty occurred. A nav mifi oi catheter was selected for an atypical flutter procedure. During the procedure it was noted that the irrigation port of catheter was broken. The catheter was removed and the procedure was completed using another nav mifi oi. No patient complications were reported.